Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdws0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the black pipe clamp is locked, the air can still be continuously drawn out. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of air aspiration was confirmed and the cause was supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. The sample was received with the safety mechanism engaged. No obvious usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during aspiration, more air was aspirated than water. Clamping of the distal tubing and capping of the valve revealed the valve to be the source of the air aspiration. With the distal clamp engaged, the valve successfully prevented infusion, but allowed air aspiration. Microscopic inspection of the sample revealed a gap along the sealing surface of the valve septum. Y-site valve malfunction was the cause of the reported air aspiration. The gap in the sealing surface appeared to be the cause of the valve malfunction. The lack of apparent use residue or evidence of device manipulation suggested that gap occurred during device manufacturing/assembly. The valved y-site is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asdws0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the black pipe clamp is locked, the air can still be continuously drawn out. No other information was provided.